Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the supply drawer would not open and the device remained off the bus despite multiple reboot attempts. A field service engineer replaced the controller board on the full-height matrix. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the supply drawer would not open. The device was off the bus and would not power on. The user rebooted the device three times; however, it did not come back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.